Manufacturer narrative:
A 3.0 x 15 high pressure balloon was used to improve the position of the 2.5 stent, however it was not possible to advance the stent distally. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedural images provided show multiple pre-dilations and attempted delivery of resolute onyx stent into a severely tortuous, severely calcified lesion exhibiting 90% stenosis located in the mid/proximal right coronary artery (rca). A guide extension catheter is used in the procedure which suggests difficult lesion morphology. Calcification is seen in the vessel and it appears to prevent successful delivery of the resolute onyx device. There are no signs of deformation or dislodgement from the images reviewed but it is noted that there are gaps in the images provided. It was stated that the procedure was completed using another resolute onyx of a different size. Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid-stent wraps with struts raised. No deformation was evident to the distal tip. Kinks were noted to the distal shaft. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the kinked distal shaft. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was stated that only a 2.5 x 22 stent was implanted in the proximal third of the right coronary artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a severely tortuous, severely calcified lesion exhibiting 90% stenosis located in the mid/proximal right coronary artery (rca). The devices were inspected with no issues noted. Negative prep was not performed. It was reported that stent deformation occurred in vivo during positioning / advancement when attempting to use the resolute onyx (ronyx25038x). It was stated that the procedure was completed using another resolute onyx of a different size. It was also reported that stent dislodgement occurred during removal following a failed delivery when attempting to use the resolute onyx (ronyx25026x). It was stated that the dislodged stent was removed from the patient as the stent remained inside the guide catheter. It was reported that the events extended the patient hospitalisation and 24 hours later, the patient presented with chest pain, elevated cardiac enzymes, and nstemi. The patient was reported to be alive with injury of acute myocardial infarction without st elevation , because the procedure could not be completed.